Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device stopped working, the jaws were difficult to open, the knife blade did not retract and the device got stuck on tissue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, approximately 40 minutes after the start of the operating room, the device was used for approximately 20-30 minutes (not continuous), then the ligasure got stuck on the uterine artery. About 15 good seals were completed before the problem occurred. The artery was clamped, sealed and cut, but then could not remove the ligasure. It would not open and could not retract the knife. The device got stuck on tissue. The problem arose after the blade was used (the ¿trigger¿ was pulled over), after which the device could no longer be opened. Used a new ligasure to cut the other one loose. The device contained a piece of the artery still in the closed jaws. Blade was not seen outside the ¿jaw¿ in/next to/near the device. Because it was stuck in a part of tissue (artery), they were unable to view the entire device before they had to separate it from surrounding tissue. Once outside the body, there was no protruding part of the knife. The device was not cleaned or manipulated the device in between if there was no visible contamination or opening/closing problems. The surgery was extended by 30 minutes. Another ligasure was used with the same generator and it worked fine. There was no patient injury.